Event description:
Consumer complaint of blood result reading of "hi". Mrs ferris stated hi result was fasting, without taking any medication since last night. Mrs ferris states his results have been around 575mg/dl and that his doctor is aware of the problem. Mrs ferris states her husband is very ill and that they are waiting for his blood work. Customer declined troubleshooting meter. Customer was in a hurry and could not check the meter's memory and at this time. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4). Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).